Manufacturer narrative:
This event occurred outside the us.

Event description:
It was reported the powered wheelchair (right) motor/gearbox is leaking grease. No patient consequences were reported as a result of this event.